Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. The customer reported that the adc device's "needle became lodged in the body along with the sensor during attachment". The customer further reported that the felt pain and was able to removed the needle which led to the insertion site to bleed but it "stopped shortly on its own". There was no third-party intervention provided for the reported issue. There was no report of death or permanent impairment associated with this event.